Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was achieved using a proglide device with a 6f sheath after a coronary intervention and left common femoral artery (lcfa) angioplasty procedure with a drug eluting balloon. Reportedly, post procedure, there was discomfort in the left leg. Blood flow to the left leg was found to be completely closed off. It was felt that a back-wall puncture, with the proglide in the rcfa, dislodged soft plaque that went to a stent in the left superficial femoral artery (lsfa) and caused a thrombus in the lsfa. The patient was sent for an additional procedure via the lcfa to treat the thrombus. The lsfa thrombus was treated successfully using a 4f sheath with a tpa (alteplase) drip proximal to the stent. The lcfa was closed with manual arterial compression. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.